Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced charging difficulties and the physician believed that the ipg flipped in the pocket and was no longer flush with the skin. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Additionally, the pocket site was repositioned. Therapy was restored post-op.